Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an insulin syringe. The customer states that after administering the insulin injection, the nurse pulled the safety barrel up to lock it in place and the barrel pulled straight off the syringe. As a result, the nurse incurred a dirty needle stick. In response to this incident, the nurse and the resident were taken to the hosp for blood work and labs. Upon the attending physician's request, the nurse was given a tetanus shot.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.